Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in clinic with elevated capture threshold. The right ventricular lead was capped and replaced on 3 aug 2021. The patient was in stable condition.